Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon would not hold pressure during the initial inflation inside the patient and a slow leak was noted in the balloon portion of the device. The account confirmed the balloon did not burst. However, investigation results revealed the balloon to be torn longitudinally, indicating the balloon burst which is contrary to what was initially reported; therefore this is now a MDR reportable event. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. Visual evaluation of the returned complaint device revealed the balloon portion of the device to be torn longitudinally. No defects were noted to the catheter of the device. The condition of the returned incident device is consistent with the report of inflation issues however the reported leak was not confirmed as the balloon was found to be torn longitudinally, indicating the balloon burst . The most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g., the balloon comes in contact with a sharp exterior source). A search of the complaint database revealed that no similar complaints exist for the specified lot.